Event description:
It was reported that customer experienced a display problem on pump after pump was subjected to pressure or impact while playing sports, causing all pixels on screen to disappear and making it hard to interact with pump or read information. There was no adverse impact to the customer's blood glucose level. Customer agreed to use multiple daily injections as backup therapy.